Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) with atrial tachy therapies came in to clinic today because he was notified to come back for additional reprogramming. The a tachy episode storage was reprogrammed from 50% to 0% about two weeks ago. The local guidant representative was unable to interrogate the device despite many attempts. A magnet was placed over the device and there are no tones at all. The patient's rhythm appears to be bigeminal at times with paced and pvc's at a lower rate, the rep was not sure that there was appropriate sensing. The device was explanted, replaced and returned to guidant for analysis. No adverse patient symptoms were reported.